Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the centrifugal pumphead stopped forward flow. The centrifugal pump was being used with a sarns centrifugal pump adapter when this event occurred. During use, the user manipulated the unit and the flow began again. This event has been previously reported to the FDA for the centrifugal pump itself in MFR # 1124841-2015-00276. When this event was originally reported to the FDA in this report, it was unknown that the pumphead was being used with a pump adapter. When the pumphead sample was received on october 16, 2015, the pump adapter was sent alongside the pumphead; therefore, it was determined that the pump adapter was used during this event. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual inspection was performed on the returned device, during which no anomalies were noted anywhere on the device. The centrifugal pump sample that was used during this reported event, reported in MFR # 1124841-2015-00275, was also returned for evaluation. This returned sample along with a retention centrifugal pump sample from the same product code/lot combination were used to complete the investigation of the pump adapter for this report. The returned pump adapter sample was connected to the returned centrifugal pump head and they were coupled with a sockert centrifugal system driver. A flow test was performed at both 2000 and 3000 rpm's while varying the backpressure to obtain desired flow rates within the circuit. The pressure readings at these flow rates were recorded for comparative analysis. This test was repeated by replacing the returned centrifugal pump head sample with the retention sample. Again, the pressure readings were recorded at each rpm and flow rate. The same testing procedure was repeated with both centrifugal pump head samples using a sarns driver. The resulting backpressures at each flow rate and rpm were comparable between both the returned pump sample and retention sample on both the sarns driver and the pump adapter coupled with the sockert centrifugal system driver. No flow issues were noted during any of the four tests. Review of the device history record revealed no anomalies. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.